Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported events was isolated to external insulation abrasion breaching the outer insulation and exposing the outer coil.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise. The atrial lead was explanted and replaced. During the procedure, it was discovered the atrial lead had insulation damage. The patient was in stable condition.